Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.2 had multiple pockets failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer removed the back panel and inspected the leds on the controller boards for any signs of hardware issues. Then, logged into hardware test application (hta) and tested the drawer and all cubies to ensure proper functionality. Opened the lids to allow the customer access to the medication compartments for assigning and loading. Once the customer logged in and completed the assignment and loading of meds, tested the drawer and cubies again in hardware test application (hta). Finally, had the customer verify the repair by performing an inventory reframe to confirm that all cubies were functioning correctly. The system functioned as intended after the field service engineer repaired the device.